Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery (bd) to graphic user interface (gui) cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had loss of communication errors. The malfunction did not occur during patient use.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.